Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue related to the system board was observed. The device's system board was replaced to address the issue. The system board was returned to the manufacturer's product investigation laboratory for investigation. The root cause for the system board failure was found to be no communication between components u1 and u26.